Event description:
Additional information was received that an in clinic evaluation was done and the shock lead impedance appears stable with readings from 103-116 ohms. It was discussed that the rv lead is a single coil lead so can have shock lead impedance measurement in the 100 ohms range, but it would be the physidican's discretion to evaluate further or to monitor. At this time, the decision has been made to continue to monitor. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is currently available our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent high, out of range, shock lead impedance was again transmitted through the remote monitoring system. It was reported that he patient was recently seen in clinic, and nothing had changed related to impedance; the health care professional (hcp) reported that the evaluation was normal. Monitoring will continue. No adverse patient effects were reported.

Event description:
Boston scientific received information that that this patient's home monitoring system detected high, out-of-range (oor), shock lead impedance for this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) system. Boston scientific technical services (ts) reviewed the home monitoring information and it appears that the shock lead impedance has been variable, and last fall a reading of 140 ohms was detected. At the beginning of this year the patient was enrolled in the home remote monitoring system through the clinic, and the recent alert was subsequently detected and transmitted. Evaluation options were discussed with the patient's health care professional (hcp) and the field representative. The patient was going to be seen in clinic for evaluation. At this time, no adverse patient effects were reported. Additional information was received that the patient did not show for the follow-up appointment, and was contacted and rescheduled for the near future.